Manufacturer narrative:
Health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional (hcp) reported via a manufacturer representative that the overheating occurred during a tympanomastoidectomy or exostectomy procedure. The handpiece suddenly overheated during the middle of the procedure. The bur was checked to ensure it was locked correctly in place. The bur was then removed and reinserted and locked in place to ensure correct assembly again however the handpiece continued to heat up. Another handpiece was used to complete the procedure.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during operation the drill overheated. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the customer complaint of overheating could not be verified as the motor was working intermittently. The device was repaired, cleaned and tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.